Event description:
It was reported that the impedance of the left ventricular lead increased over a one month time period and was now high. It was also reported that the threshold has also increased. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012. Weekly pace lead impedance trend data shows an increase for min and max left ventricular perm pace impedance of 551 to 1615 ohms range between (B)(6) 2012.